Manufacturer narrative:
Concomitant medical products: locking loop drainage catheter - not specified; needle sheath - not specified; 6fr dilator - not specified. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The physician reported performing a percutaneous cholecystotomy on a patient on a extracorporeal membrane oxygenator (ECMO). Access was gained with a 5fr needle sheath and the amplatz stiff wire was advanced under ultrasound guidance. The wire was coiled in the gallbladder, then the sheath was exchanged for a 6fr dilator followed by an exchange for a 8.5 fr locking loop drainage catheter. The drainage catheter became caught on the fractured spring coil of the wire at the level of the solder joint. The drainage catheter could not be advanced or retracted. Unspecified force was used to release the drain from the wire. The wire was then removed through the dilator with some difficulty and the procedure was completed using a new wire. The reporter states that the wire kinked and broke the outer spring coil at the solder joint between the 'flop and the stiff parts." No section of the device remained within the patient. There are no reports of any adverse patient consequences.

Manufacturer narrative:
Corrected information: healthy professional, user facility, company representative investigation summary: a review of the dimensional verification, complaint history, documentation, instructions for use (IFU), specifications, drawings, quality control, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. One green wire was returned in an open and used condition without any noticeable biomatter present. Green outer coating was absent at two points along wire consistent with solder joint locations. Wire kinked about 123 mm from distal end of the guide-wire at the approximate midpoint of a silver solder joint. Solder extends approximately 3.5 mm in either direction from this kink. No fraying was observed on the wire. The kinked portion of the wire was examined at 40x magnification and confirmed to be a kink without apparent fracture. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record or other reported complaints for this lot number could not be performed as no lot number was provided. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.